Manufacturer narrative:
(B)(6). Evaluation: no decon, visual inspection, or testing of the product was performed since the product was not returned. The customer indicated that they cut in their own filter and used the product. The kit was disposed of, so they are not returning it. Although the product was not returned for evaluation, a picture of the product was provided. A review of the provided picture indicated that the hemafilter was broken at the portion that inserts into the bag. The reported event was confirmed. The most likely cause of the event could not be determined. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that when the cardiopulmonary tubing pack was opened, the hemafilter was found to be cracked. The perfusionist then replaced the filter. It was reported that the device was used and was then discarded. The event occurred during priming of the device and there was no patient involvement.